Event description:
Caller reported a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Although a new cartridge was loaded, the alarm recurred, prompting technical support to replace both the pump and cartridge. The customer was informed that the replacement pump would have updated software and received instructions on returning the problematic pump to tandem. The customer was also advised to program their settings and connect their cgm to the new pump. Technical support confirmed shipping details, and the customer acknowledged all instructions provided.